Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the patient care area that there have been occasional leaks and chemotherapy spills from the tubing right below the drip chamber. Occasional reports of chemo leaking where tubing meets drip chamber after infusion started. The nurse paused the drug for new drug to be made which causes delay in patient care. There was no impact to patient.